Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump turned off without an alert. The customer¿s blood glucose level was unknown at the time of the incident. The pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to confirm unexpected battery power loss or perform the self test, displacement test and operating currents measurement due to blank display anomaly. Pump had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.